Event description:
It was reported that there were target lesions were located in the left anterior descending artery (lad) and in the diagonal branch with no calcification noted. Pre-dilatation was performed. The xience v 3.0 x 18 mm stent was deployed at 11 atmospheres (atm) at the lesion in the lad. The xience v 2.5 x 12 mm stent was deployed at 8 atm at the lesion in the diagonal. With both devices, after deployment of the stents, resistance was encountered between the stent delivery systems (sds) and the implanted stents. After inflating and deflating the sds balloons, the devices were able to be retracted. The stents were confirmed to be well apposed to the vessel wall. No adverse patient effects were reported. There was no clinically significant delay of procedure reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency; therefore, no corrective action is required. The 3.0 x 18 mm xience v referenced is being filed under a separate medwatch report.